Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 1/5/2024, it was reported by a sales representative via (B)(4) that (2) ar-8991 fibertak dx suture anchor, knotless, had an issue. When the first ar-8991 fibertak dx suture anchor was opened from the package, it was noticed that the inside package with the anchor had a hole in it. The facility felt it wasn¿t sterile and disposed of it. Then, they opened a second ar-8991 fibertak dx suture anchor, and the surgeon inserted the 2nd anchor. When he went to ensure the shuttle sutures moved, it would not shuttle or move. He then used the repair suture, stitched the tendon, and cut out the other sutures. No harm was caused to the patient, and no significant time was added to the case. This was discovered during a brostrom ankle reconstruction procedure on (B)(6) 2024. Additional information received on 1/23/2024: there was a 5-10 minute delay in the case. The surgeon used the repair suture from the ar-8991 lot#: 14993543 and stitched the tendon and cut out the other sutures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.